Event description:
A malfunction was reported on the customer's pump, with the specific malfunction code identified as "malf 1." There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump, but the malfunction recurred, leading to the decision to replace the pump. The customer was instructed on using a backup insulin pump to ensure continued insulin delivery. A replacement pump with updated software was sent, and the customer was advised on procedures for returning the problematic pump.